Event description:
It was reported that the pt underwent a posterior spinal procedure. When the doctor was using the counter torque to break off the set screw, the bone screw seemed to disengage with the set screw. The screw would click when tightened like the threads were disengaging. The bone screw was replaced with a new bone screw. No pt complications were reported.

Manufacturer narrative:
(B)(4). The (product) was returned for evaluation. Visually and optically confirmed the thread crest and flanks are damaged; damage appears to have initiated at the start of the thread; this is consistent with set screw cross-threading. Dimensional evaluation of mas head found outer diameter found to be within print specification at both the top and bottom of the head. Witness marks noted on crown of mas show uneven seating or rod, suggesting possible uneven loading of rod. A review of the device history records did not identify any applicable nonconformance to specification.